Event description:
This x-ray system is emitting high exposure levels of radiation resulting in over radiating the pt.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.